Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted and defibrillation threshold (dft) test was unsuccessful at 65 joules standard polarity and at 80 joules reverse polarity. The shock impedance was 125 ohms, which is high within normal range. Four external shocks were required and brief chest compressions were performed. The s-ICD system were repositioned to reduce the impedance and dft was performed again without success. Four additional external shocks were required. The shock impedance was now at 105 ohms. The anesthesiologist ruled out propofol-related resistance as the cause, however, ts discussed the patient received a high dose of propofol, which can be connected to shock efficacy and it was advised to perform the test again without propofol. The patient is wearing a life vest and another dft test was programmed within 2-3 weeks. The model and serial number if the s-ICD system remains unknown, however, further additional information was requested. The s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of difficulty converting rhythm (induced) is a known inherent risk of the product and is noted within the instructions for use (IFU), as well as the product's risk documentation. Device history record (DHR) review: no serial/lot number was provided, therefore a DHR review cannot be performed. If the applicable information becomes available, the investigation record will be re-opened and updated accordingly with the results of the device history record (DHR) review. Device technical analysis: this device remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of difficulty converting rhythm (induced) is a known inherent risk of the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this difficulty converting rhythm (induced) has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product labeling. Risk review: a risk review was completed and confirmed that the event of difficulty converting rhythm (induced) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the device is acceptable.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted and defibrillation threshold (dft) test was unsuccessful at 65 joules standard polarity and at 80 joules reverse polarity. The shock impedance was 125 ohms, which is high within normal range. Four external shocks were required and brief chest compressions were performed. The s-ICD system were repositioned to reduce the impedance and dft was performed again without success. Four additional external shocks were required. The shock impedance was now at 105 ohms. The anesthesiologist ruled out propofol-related resistance as the cause, however, ts discussed the patient received a high dose of propofol, which can be connected to shock efficacy and it was advised to perform the test again without propofol. The patient is wearing a life vest and another dft test was programmed within 2-3 weeks. The model and serial number if the s-ICD system is unknown and additional information was requested, however, no further details were provided. The s-ICD system remains in service. No additional adverse patient effects were reported.